Event description:
Within nine days of a urethral bulking procedure being performed, the doctor noted that the material had eroded through urethral wall into the patient's vagina distal to bladder neck. The patient passed the material vaginally. No further complications were reported and no additional information was provided.